Event description:
It was reported that the patient presented remotely via merlin.net and in clinic. Atrial lead noise oversensing and inappropriate automatic mode switch were noted. No changes or intervention was performed. The patient condition is recovering.